Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to suspected infection. Approximately two weeks after the system was implanted, the patient's white blood count was elevated and the wound was hot with pain along the sternal site. Blood cultures were taken during the explant procedure and came back negative, but results from the pocket cultures were not known. The patient has a history of infections where two prior transvenous system (not boston scientific products) were removed. It was also noted the patient has a mass in their chest and on their pancreas, therefore, it was thought that the infections may be immune system related. No additional adverse patient effects were reported.